Event description:
During a pta treatment procedure to dilate a lesion in an existing dialysis graft, the end of the wire frayed. Another wire was used to successfully complete the procedure. The pt is reported as 'fine' following the procedure.